Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose at time of incident: 356 mg/dl. She was hospitalized on 17 june, 2020 due to vomiting, high blood glucose and diabetic ketoacidosis along with treatment provided with intravenous insulin drip. She was unable to complete carelink upload. Customer was using auto mode feature at the time of reported high blood glucose event. She informed flow blocked alarm was past event. She reports alarm did not occur during fill tubing. She also reported partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm or missing segments noted. Device received with scratched case and pillowing keypad overlay. (B)(4).